Event description:
On 3/12/2024, it was reported by a sales representative via email that an 8124-034 cn lock screw, f thread 4.0mm x 34mm, cn lock screw, f thread 4.0mm x 36mm, an 8124-036 cn lock screw, f thread, and qty. 2 of an 8124-038 cn lock screw, f thread 4.0mm x 38mm from loaner set rar-9912s was not functioning and did not lock into the plate. This was discovered during a proximal humerus orif procedure. The case was delayed by approximately 60 minutes. The screws were inserted on power initially and tightened by hand. The pilot holes were drilled with power. The case was completed with 4.0 partially threaded screws. The patient has not experienced any adverse effects due to this issue.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw.